Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an impedance warning alert triggered for the superior vena cava (svc) coil. It was determined the svc portion of the lead was fractured and it was programmed off. It was also reported when the out of range alert occurred; the information did not forward to the monitor triggering an alert for unsuccessful transmission. It was determined the patient was either not near the monitor or that it was unplugged. It was explained the wireless alert tone will occur every day until the device is interrogated and the alerts are reset. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.